Manufacturer narrative:
Unit received with motor error during rewind due to corroded motor home switch. Unable to verify motor position encoder error alarm due to motor error during rewind. Unit received with minor scratches on lcd window.

Event description:
It was reported that customer received a motor position encoder error alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.